Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that physical stress was applied to the bending section and the charged coupled device unit was damaged during user handling of the subject device, causing the suggested event temporarily. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no video was not reproduced. The device evaluation found the image flickering intermittently. In addition to the reportable malfunction, the following were noted: no light from the light guide lens; the bending section cover was lifting; the bending section had a dent; and both the control body and scope connector had customer labels attached. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had no video and the light was not working. The issue was found during preparation for use. There were no reports of patient harm.